Event description:
Date of event is unknown. Customer reported a leak in blood tubing, the location was not specified. No patient harm or medical intervention required. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4).